Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The drive support disk was inspected and no damage or anomaly noted. Pump was programmed with multiple boluses and monitored for three (3) days. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with a basal profile of 1 u/h and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were treated by an emergency medical services for a low blood glucose of 44mg/dl on (B)(6) 2017. The customer was assisted with low blood glucose troubleshooting. The customer's blood glucose was 240mg/dl at the time of the call. The customer was treated with food. The customer reported that the drive support cap was sticking out. The customer was wearing the insulin pump during treatment. The customer stated that they were involved in a vehicle car accident, as the driver, while wearing the insulin pump on (B)(6) 2017. Insulin pump programming was reviewed and the customer was unsure if it was accurate. The reservoir was showing the same amount in the status screen. The customer stated that insulin pump was not exposed to high magnetic field and the insulin pump passed a displacement test. Troubleshooting for the damage to the drive support cap was performed and the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.